Event description:
After a warning that the cartridge was near empty the customer took out the cartridge and inserted a new one. He did not remove the infusion set nor did he rewind the piston rod. Shortly after he got the warning again and wondered how this could happen. He realized that he had just gotten a huge bolus and called the emergency hotline for an ambulance. They told him to eat and drink and leave the door open so that they could enter. He was taken to the hospital and given glucose. The hospital kept him for observation for 24 hours. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.